Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was trying to request a bolus via carbohydrates instead of units, however, when the carbohydrate option was turned on under bolus settings the bolus menu did not change to allow her to enter the carbohydrates. The impact to the customer's blood glucose level was not known. The customer had disconnected from the pump and would contact tandem technical support when the pump is reconnected for any additional assistance.

Manufacturer narrative:
.